Event description:
Healthcare professional reported implantation of seri in the breast with a concomitant tissue expander during reconstructive surgery. Post implant, pt presented with a seroma. Seri and tissue expander were fully explanted.

Manufacturer narrative:
Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. Device availability for return is unk. The event of seroma is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.